Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had gradually rising to high impedance measurements and high thresholds. Reprogramming was done, which improved the impedance and threshold measurements. The lead is still in use. No patient complications have been reported as a result of this event.